Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor deployment, sensor wire detached from applicator. Patient did not report any injury or medical intervention at time of contact with dexcom technical support.